Event description:
The customer reported that the t:slim x2 pump battery would not charge, and a power source alert was present. There was no adverse impact to the customer's blood glucose level, as confirmed by the customer's ability to continue using the pump without shutdown. The customer resolved the issue using a different wall adapter, and tandem technical support provided guidance by sending a replacement tandem wall adapter for future use. No further assistance was required.